Event description:
The manufacturer became aware of a literature published by the orthopaedic institute, the first affiliated hospital of soochow university, china. The title of this report is ¿a comparative study of long third-generation gamma nail and long proximal femoral nail antirotation in the treatment of subtrochanteric femoral fracture ¿, published on december 30, 2017, which is associated with the stryker ¿gamma 3 nailing¿ system. The article can be found at /issn:1940-5901/ijcem0052722. This report includes analysis of the clinical data that was collected on 66 patients, the cases in this study range from february 2006 to october 2015. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 2 patients experienced varusangulation deformity.

Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged varusangulation deformity mentioned in the article could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Manufacturer narrative:
Correction: link to the published article: www.ijcem.com /issn:1940-5901/ijcem0052722.

Event description:
The manufacturer became aware of a literature published by the orthopaedic institute, the first affiliated hospital of soochow university, china. The title of this report is ¿a comparative study of long third-generation gamma nail and long proximal femoral nail antirotation in the treatment of subtrochanteric femoral fracture ¿, published on december 30, 2017, which is associated with the stryker ¿gamma 3 nailing¿ system. The article can be found at /issn:1940-5901/ijcem0052722. This report includes analysis of the clinical data that was collected on 66 patients, the cases in this study range from february 2006 to october 2015. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 2 patients experienced varusangulation deformity.